Event description:
The field engineer reported that the system was freezing (locking-up), and the x-rays were interrupted. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The silicone on the x-ray tube and high voltage tank was replaced. The system was then found to be operating as intended.